Event description:
Baxter reported a leaking cassette. Baxter indicated that "the technical service reported that the breakdown of the cassette caused the wet machine". Baxter reported that there was no adverse event associated with this incident.